Manufacturer narrative:
It was reported that the laser registration was not accurate. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the manual and/or automatic scans made of the head of the patient were incorrectly performed. The user manual warns the user to check initial points and automatic scan. The root cause of this event is a use error, IFU was not followed. The surgeon is considered as an experienced user of the device.

Event description:
Rosa software indicated laser registration was insufficiently accurate. Surgeon proceeded to verification stage but was not satisfied with accuracy at several points. Surgeon re-started registration but results were again insufficiently accurate. Surgeons re-positioned patient to be lower toward the floor and re-started registration, but results were again insufficiently accurate. Surgeons determined accuracy was sufficiently accurate in verification stage for the purpose of laser ablation, and proceeded with surgery. Post-operative MRI indicates laser catheter placement was sufficiently accurate. Surgeon believes registration problems may have been due to swelling from prior placement of head holder pin near the center of the forehead. Patient was anesthetized, first incision was made, estimated time lost was 45 minutes.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
(B)(4) software indicated laser registration was insufficiently accurate. Surgeon proceeded to verification stage but was not satisfied with accuracy at several points. Surgeon re-started registration but results were again insufficiently accurate. Surgeons re-positioned patient to be lower toward the floor and re-started registration, but results were again insufficiently accurate. Surgeons determined accuracy was sufficiently accurate in verification stage for the purpose of laser ablation, and proceeded with surgery. Post-operative MRI indicates laser catheter placement was sufficiently accurate. Surgeon believes registration problems may have been due to swelling from prior placement of head holder pin near the center of the forehead. Patient was anesthetized, first incision was made, estimated time lost was 45 minutes.